Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17204402. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16460443.

Event description:
It was reported that the patient experienced loss of stimulation despite of multiple reprogramming done. The patient underwent explant procedure and the devices will not be returned.

Event description:
It was reported that the patient was experiencing loss of stimulation over time despite of multiple reprogramming. The patient will undergo explant procedure. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and discarded.